Event description:
It was reported that the pump is out of variance. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. D: no information found for di number. G: no information found for 510(k) number. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and accuracy tests were performed. The device failed accuracy tests. The problem was duplicated. Reported problem was caused from an out of specification explusor assembly. The expulsor assembly was replaced to fix the issue.